Event description:
It was reported that the pump presented often stops, resulting in delay in medication infusion. There was no patient harm. The event occurred during infusion.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - product received date 10/6/2025. H3: the suspect pump was returned for evaluation. Service history identified that no previous repair has been noted in the past 12 months. The visual inspection performed and found damaged front, rear housing. Functional testing was performed. The defective uso sensor was noted, and the complaint was confirmed. The dso sensor, damaged front, rear housing was replaced. The device passed all functional testing after repair.